Manufacturer narrative:
The device was examined visually, and functional testing was performed. The complaint was confirmed. The root cause is attributed to the manufacturing process. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that after changing system the pressure curves where not accurate. 3 times they had to change the system. Membrane of septum is leaking at one system.